Manufacturer narrative:
This complaint was received on (B)(6) 2016 from the distributor, medtronic. Per the distributor the original operation occurred (B)(6) 2006 when the doctor inserted a guidewire into the vein. A small portion of the tip (approximately 4cm) was found entirely surrounded by tissue by pathology on (B)(6) 2014. The complaint sample was not returned. The product number and lot number were not returned. The only description on the complaint form was "guidewire." No medical records, returned product, or additional information was provided; therefore, the root cause of the complaint could not be determined. In addition, it was not confirmed if the complaint guidewire was actually an argon medical devices guidewire.

Event description:
On (B)(6) 2006, the physician performed an endovenous radiofrequency ablation of the greater saphenous vein and the process, inserted a guidewire into the patient's saphenous vein. A portion of this guidewire was left in the patient. After (B)(6) 2006, the patient experienced various symptoms and other problems in her left leg (including but not limited to persistent pain, discomfort and parathesis with associated nerve damage). An x-ray performed (B)(6) 2014 of the patient's left knee revealed a curvillinear opaque foreign body measuring over 4 centimeters in length. Five days later, on (B)(6) 2014, when a venous duplex study was performed showing a possible retained foreign body around the left knee greater saphenous vein. The patient underwent an endovascular left leg saphenectomy and a surgical pathology exam revealing an approximate 4 cm thin wire entirely surrounded by tissue and embedded within the inner wall of the vessel.